Event description:
The angiosculpt device was used to treat a slightly calcified mid sfa. During the first inflation at 10 atm for 10 seconds, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Manufacturer narrative:
Block b5: updated from "this product problem is being submitted per FDA request because the balloon ruptured below rbp." To "this product problem is being submitted conservatively because the balloon ruptured below rbp."

Event description:
This product problem is being submitted conservatively because the balloon ruptured below rbp.